Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during surgery, while tunneling with the catheter passer, the inner plastic piece of the passer broke off somewhere in the patient's neck. It was also reported that the plastic piece was unable to be removed from the patient's body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.